Event description:
It was reported that the customer was taken to urgent care with a high blood glucose reading of 449 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The infusion set was removed, and the cannula was not bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.